Event description:
The service repair technician (srt) reported that during functional testing of the device at the service center, the temperature control thermostats were not functioning correctly. This cooler heater is part of technical supports test equipment. There was no patient involvement.

Manufacturer narrative:
This complaint was confirmed by the service repair technician (srt). The srt replaced the 30/40 degree and 38/42 degree thermostats in the cooler heater. With the components replaced, the unit operated to manufacturer specifications and was returned to clinical use. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.